Event description:
It was reported that the pt underwent a pancreaticoduodenetostomy procedure. The procedure required that a drain be placed in the pt's abdomen. The drain was sutured to the pt's skin. Seven days after the drain was placed the drain broke upon removal. The broken piece of the drain was removed via laparotomy. All pieces were retrieved from the pt. The pt recovered from the procedure and was discharged from the hospital.

Manufacturer narrative:
A partial part of the sample was received broken in two pieces. It was noted that a suture was placed in the connector. The drain was broken at the connector near the distal end. Dimensional testing confirmed that the inner and outer diameter were in spec. Visual inspection under magnification noted that the breakage site showed stress marks and jagged edges. No functional test was performed due to the fact that the breakage is in the junction of the shaft to the drain. The instruction for use states the following precaution to avoid the possibility of drain damage or breakage. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).